Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated; however, two pinholes were found on the body of the balloon. The failure found on the device may be related to factors encountered during the procedure and/or related to the handling/manipulation; however, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
On (B)(6) 2019, boston scientific corporation received an unauthorized return of a maxforce biliary balloon. It was found that the balloon had two pinholes. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.